Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Age is estimated, reported to be approximately (B)(6). Estimated date of occurrence, reported as occurring in past two weeks. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Therefore, without the product to examine, no determination can be made as to the cause of the reported discrepancy. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the device was not returned. Based on the information available information and the inspection criteria there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the patient had developed an infection post arteriotomy closure after using a proglide device. There were no reported adverse patient sequelae. Though requested, the reporter declined to provide additional information including site of infection, treatment, if any, and timing relative to the procedure.